Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was oct 9, 2024. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation and the information provided, it is likely the image was not displayed due to the video connector of the endoscope not held correctly due to the wear of the locking latch (locking lever) of the video connector socket. However the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system centers video connector was causing loss of image when you wiggle the scope and the connector does not hold scope connector properly. There were no reports of patient involvement.